Event description:
Customer reported via phone call that she experienced low blood glucose. The customer stated that the insulin pump might be over delivering insulin. Customer stated that on (B)(6) her blood glucose dropped from 300 to 35 mg/dl when she gave herself 3.7 units per the insulin's pump recommendation. Customer was sweating profusely and her friends had to drive her home, she suspended the insulin pump and treated with juice. The day of the call her blood glucose was at 354 mg/dl and the insulin pump suggested a bolus of 4.9 units, she gave 3 units instead and level dropped to 158 mg/dl. The drive support cap is normal, customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to a magnetic field and passed the displacement test. Customer was advised to contact the doctor to address the issue and the territory manager was contacted to have an educator assist her with the settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.